Event description:
It was reported that the pump was replaced. The patient felt that the pump wasn¿t relieving his pain as effectively as in the past. The reduction in pain relief occurred for approximately 1 month prior to replacement. A rotor study was performed and the results were reported as ¿good rotor¿. A dye study was also done and found good flow. It was reported that the reason for removal was to prophylactic to avoid in-vivo battery depletion. There was no patient injury and the patient recovered without sequela. The device system was used to deliver fentanyl and clonidine. It was later reported that a pump malfunction occurred. On (B)(6) 2011, a CT scan without contrast was done and revealed a possible leak in the tubing or connection. On 08/04/2011, the device was interrogated. It was noted that there was an increase in the patient¿s pain level. The severity was reported as moderate.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter: product ID 8590-1, lot# n088377, implanted: (B)(6) 2006. Product type: accessory. (B)(4). Analysis of pump serial #(B)(4) revealed no anomaly.

Event description:
Additional information revealed the device interrogation results from (B)(6)-2011 were inconclusive.